Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The incident took place on (B)(6) 2025. During catheterization of the bile ducts, installation of a completely metallic biliary prosthesis. "As per cc form": during catheterization of the bile ducts, installation of a completely metallic biliary stent covered. The state-certified nurse describes a little tension in the release trigger; the stent did not launch. No particular tension in the endoscope, erector not tight. After mobilization we try to release the stent, there is a jump, and we see that the stent sheath has cracked. Stent retrieved, replaced. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. What endoscope type and channel size was used? I don¿t know. What was the position of the elevator? N/a, open, closed I don¿t know. Details of the wire guide used (diameter, type, make)? I don¿t know. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no I don¿t know. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no I don¿t know. Please advise the anatomical location of the intended target site. How long was the stent in the patient by the time this complaint occurred? I don¿t know were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed. Was resistance felt during insertion into patient? No (if yes, at what point?) Did the product fail during stent deployment or recapture? Deployment (if other, please specify.) Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? I don¿t know. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Late complete supplemental report being submitted as a retrospective review was carried out and the file still meets the definition of an FDA reportable event based on the precedence that was inadvertently removed on completion of the investigation.

Manufacturer narrative:
Correction: g3. Device evaluation: the evo-fc-10-11-6-b device of lot involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety wire in place. Red tab past ponr. Break observed in the clear section. Safety wire observed protruding at yellow marker. Functional inspection: n/a. The device related to this occurrence underwent a laboratory re-evaluation on the (B)(6) 2025. Visual inspection: flexor appears to have mild bunching and feels less smooth. Functional inspection: safety wire protruding approx. 2mm (ruler ipe-0100 calibration due aug2033). The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of bunching, piercing of the outer sheath and wire protrusion, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Mild bunching observed during the lab evaluation which likely occurred during stent deployment due to high friction force would have also caused the break that was observed in the clear section. It has also been identified in the lab evaluation that the safety wire was cut correctly as per drawing (B)(4). Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01x used device. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-aug-2025 as the complaint no longer meets the description of a reportable incident (slicksil component a & b insufficiently blended). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-aug-2025 as the complaint no longer meets the description of a reportable incident (slicksil component a & b insufficiently blended). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the evo-fc-10-11-6-b device of lot number c2210309 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th mar 2025. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety wire in place. Red tab past ponr. Break observed in the clear section. Safety wire observed protruding at yellow marker. Functional inspection: n/a the device related to this occurrence underwent a laboratory re-evaluation on the 14 may 2025. Visual inspection: flexor appears to have mild bunching and feels less smooth. Functional inspection: safety wire protruding approx. 2mm (ruler ipe-0100 calibration due aug2033) the reported failure was observed manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of bunching, piercing of the outer sheath and wire protrusion, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Mild bunching observed during the lab evaluation which likely occurred during stent deployment due to high friction force would have also caused the break that was observed in the clear section. It has also been identified in the lab evaluation that the safety wire was cut correctly as per drawing (B)(4). Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01x used device. Complain.